Manufacturer narrative:
Product event summary: analysis found that there was something sticky on the battery contact chips and the inactive current drain was 320 microamps. As a result the main printed circuit board was replaced and the battery contact chips were cleaned. The device then passed functional testing. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. There was no patient involvement.

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report. If information is provided in the future, a supplemental report will be issued.